Event description:
It was reported that during a hand assisted splenectomy procedure, the clips were not properly forming. The cap assembly tore upon hand going in and out. They opened new devices to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.